Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the "blue side-pressure will not stay set." On the zimmer ats 2000. There was no report of injury or medical intervention associated with the incident.